Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the printed circuit board was out of specification causing the power-up issue. It was also noted that the handle was broken. (B)(4).

Event description:
It was reported the programmer was not turning on consistently. It was further noted that it was damaged in the cath lab and has a cracked handle. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the programmer was not turning on consistently. It was further noted that it was damaged in the cath lab and has a cracked handle. The programmer was returned for repair. No patient complications were reported as a result of this event.